Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a left atrial flutter procedure, a cardiac tamponade occurred which required surgery. A drop in blood pressure was observed. An echocardiogram was done which revealed the cardiac tamponade. A pericardiocentesis was performed followed by surgery to repair a perforation on the left atrial posterior wall. No high contact force or impedance was noted. The physician thinks the very thin left atrial appendage was perforated by the ablation catheter while pacing was being performed at that location. There were no performance issues with any abbott device.